Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to an unknown product performance issue. Additional information received indicated that this right atrial (ra) lead exhibited noise. The noise made was synchronous pacing and could no longer track a true atrial fibrillation (af). This right atrial (ra) lead was explanted. No additional adverse patient effects were reported.